Event description:
It was reported that the device lost power during pt use. Customer was using the device to monitor the pt and it powered off several times during the code. Following the last power on attempt, the customer switched the pt to another defibrillator and continued care. The device use had no adverse effect on the pt. There were no further details on the event and/or pt provided.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device at the failure analysis center and verified the reported failure. The cause of the reported malfunction was determined to be a misaligned ground plane conductive foam touching the power pcb. A replacement device was provided to the customer.